Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. The cause of the reported event was isolated to the damaged inner insulation consistent with overtightened suture sleeve tie.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-20354. It was reported a patient's right ventricular lead and atrial lead presented with noise. The leads were extracted and replaced on an unknown date. Post-procedure the patient status was unknown.